Event description:
It was reported, to technical services on 1/6/2011 . That this rv lead has pacing impedances over 2500 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).